Manufacturer narrative:
No complaint samples were provided for evaluation within the timeframe of this investigation. It is recognized the likely root cause could be related to the handling or application method of the laser fiber device, as it is acknowledged dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. All laser fiber units manufactured by dornier are confirmed via visual inspection as well as power performance testing prior to release for distribution which confirms the operational capacity as well as the state of the device. No patient impact was reported by the complaint facility.

Event description:
A notification was received regarding a thulio fiber unit which was reported to have broken during usage.